Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The device was returned loose in the carton. The plunger lock and lens stop were removed. No damage was observed to the door or door lock. The nozzle was returned separated from the device. There was no visual evidence that the nozzle was fully seated during manufacturing. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was indicated. The root cause was determined to be manufacturing related. The product was returned. The nozzle was separated from the device. There was no visual evidence that the nozzle was fully seated during the manufacturing process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was returned loose in the carton. The plunger lock and lens stop were removed. No damage was observed to the door or door lock. The nozzle was returned separated from the device. There was no visual evidence that the nozzle was fully seated during manufacturing. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was indicated. The root cause was determined to be manufacturing related. The product was returned. The nozzle was separated from the device. There was no visual evidence that the nozzle was fully seated during the manufacturing process. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during cataract surgery with an intraocular lens (iol) implant procedure, the injector tip was unstable and detaches/falls off during use. The surgery was completed during the same procedure, used another implant. The medical device didn't touch the patient's eye.